Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the cusa excel 36khz straight handpiece is defective which resulted in increased surgical time of 30 minutes or more. There was no patient injury. No additional information has been provided.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation of the returned handpiece (hp) found the transducer to be twisted in the handpiece housing because the torque base was not (or not correctly) used, which is a user mistake. The transducer has low power and has to be replaced, the cable wire is broken on the coil form side and must be re-soldered, and the housing and all o'rings of the coil form need to be exchanged. The calibration, safety and the final test according to manufacturer specification must be performed. Root cause - the root cause is confirmed as overtorquing of the hp due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This results in the torque wrench misaligning the dot on the handpiece and the handpiece connector. Additionally, the transducer has low power and there is a broken cable on the coil form after 4 years in the field with a history of 0 services. Corrective and preventive action (CAPA) for hp overtorquing is pending implementation of corrective action. At present, we consider this complaint to be closed.

Event description:
N/a.